Event description:
Medtronic received info that the pt with this aortic bioprosthetic valve experienced shortness of breath with exercise. The valve was removed and replaced due to stenosis after being implanted for 15 months. Upon removing the valve, a shelf of fibrin was noted on the left ventricular outflow tract (lvot). The valve was returned to medtronic for analysis.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Analysis: the valve was returned in a small specimen container with tan solution, most likely formalin. The leaflets appear slightly stiff, but flexible and intact. Further inspection revealed remnants of glistening off-white pannus remained attached to the sewing ring, tissue and base stitching, extending into the left right inferior coaptive area, 1-5mm onto the left and right cusps. Radiographic examination did not reveal any evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device attributed to host tissue overgrowth, a condition attributed to the pt. The device was explanted and replaced without reported pt complication..